Manufacturer narrative:
Non-contrast head CT on (B)(6) 2013 showed no acute intracranial findings identified. The patient was discharged two days post index procedure. The patient¿s prolonged hospitalization was due to patient being hypotensive and being administered with vasopressor support with neosynephrine. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was not related to the index procedure or the cordis devices. The investigator feels that the event was a combination of known left carotid stenosis and hypotension. Concomitant medications includes clopidogrel and aspirin at pre/post procedure and at discharge. Vasopressor and neosynephrine. Complaint conclusion: as reported via the sapphire registry, this (B)(6) male experienced a transient ischemic attack (tia) on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was symptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right ostium internal carotid artery. The lesion was described as 20mm in length, mildly calcified and arch type ii. The reference vessel was 6.0 in diameter. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. A small amount of debris was noted in the filter basket. No air bubbles were present. There was 10% residual stenosis. The patient left the angiography suite with no neurological deficits. The same day of the index procedure, the patient developed sudden dysarthria. The symptoms were present when sbp < 80s and resolved when sbp was > 110s. The event was diagnosed as a tia and not medically treated. The event resolved fully within 24 hours with no residual. On the day after the index procedure ((B)(6) 2013) the post nih stroke scale was 3 and the stroke scale was 0. It was noted that on (B)(6) 2013, the nih stroke scale was repeated and the score was 0. Per the investigator, the areas the patient was scored for on his stroke scale are generally seen with left carotid stenting and not from the right side. The patient underwent a carotid duplex (B)(6) 2013 showed widely patent right ica. Duplex did show a 50-69% stenosis of the left ica that by angiogram on (B)(6) 2013 showed 70-80% stenosis. Non-contrast head CT on (B)(6) 2013 showed no acute intracranial findings identified. The patient was discharged two days post index procedure. The patient¿s prolonged hospitalization was due to patient being hypotensive and being administered with vasopressor support with neosynephrine. Concomitant medications included clopidogrel and aspirin at pre/post procedure and at discharge. Per the investigator, the event was not related to the index procedure or the cordis devices. The investigator feels that the event was a combination of known left carotid stenosis and hypotension. The patient¿s medical history include first-degree relative with premature cad, hyperlipidemia, CABG, diabetes mellitus, coronary artery disease, myocardial infarction, coronary percutaneous revascularization and hypertension. The stent remains implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Tia is a well-known documented potential complication of this type of procedure and is listed in the IFU as such. Factors that may have influenced the event include patient, procedural, pharmacological and lesion. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influence by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds, and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events. The product was not returned for analysis. No corrective or preventive action will be taken, given that; with the information provided the events does not appear to be related to the manufacturing process.

Event description:
As reported via the (B)(4) registry, a patient experienced a transient ischemic attack (tia) on the same day of the carotid index procedure. Pre-procedure nih stroke scale was 0, stroke scale was 0 and the patient was symptomatic. At the time of the index procedure, angiography revealed 80% stenosis to the right ostium internal carotid artery. The lesion was described as 20mm in length, mildly calcified and arch type ii. The reference vessel was 6.0 in diameter. A 7mm angioguard was deployed successfully beyond the target lesion and the lesion was pre-dilated. A 8.0 x 40mm precise pro rx was implanted at the target lesion. The angioguard was retrieved successfully. A small amount of debris was noted in the filter basket. No air bubbles were present. There was 10% residual stenosis. The patient left the angiography suite with no neurological deficits. The same day of the index procedure, the patient developed sudden dysarthria. The symptoms were present when sbp < 80s and resolved when sbp was > 110s. The event was diagnosed as a tia and not medically treated. The event resolved fully within 24 hours with no residual. On the day after the index procedure ((B)(6) 2013) the post nih stroke scale was 3 and the stroke scale was 0. It was noted that on (B)(6) 2013, the nih stroke scale was repeated and the score was 0. Per the investigator, the areas the patient was scored for on his stroke scale are generally seen with left carotid stenting and not from the right side. The patient underwent a carotid duplex (B)(6) 2013 showed widely patent right ica. Duplex did show a 50-69% stenosis of the left ica that by angiogram on (B)(6) 2013 showed 70-80% stenosis.